Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device longevity was less than expected for programmed values compared with published specification. The patient further reported that the battery was "bad". The device was explanted and replaced. No patient complications have been reported as a result of this event.